Event description:
It was reported by service report that the fowler would not lower. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: fowler ball screw. Conclusion: bed to be sent back to MFR from customer.